Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with their pacemaker exhibiting early elective replacement indication (eri). The eri was triggered on (B)(6) 2021. The patient was awaiting pacemaker change procedure and the patient's condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. As received, the device telemetry communication were normal and no output. The battery was found at end of service (eos) consistent with normal usage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
New information received stated that the patient presented to the hospital on (B)(6), 2022 for the pacemaker change procedure. It was noted that the right atrial and right ventricular leads exhibited loss of capture. The pacemaker, right atrial, and right ventricular leads were replaced successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-09626, 2017865-2022-09627